Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during high voltage charging. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power on reset could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the low battery was not normal device behavior. Patient was fine after the replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in backup vvi mode due to low battery. Device download could not be performed. Tachy therapy was disabled. Device was explanted and replaced. No further information was available.